Event description:
User facility reported that the device was used with a pt. The tube was found kinked after approximately a half hour in huse. The tube was exchanged with no permanent adverse effects to ppt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.